Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were on their 5th surgery in 10 years because their generator "burned out again". Some implants lasted as little as 1 year and as much as four years. They did not think they should be expected to continue to pay a lot of money and have to go though multiple surgeries because the product doesn't last long enough. They did not think the devices should be wearing out so fast that many times in that short of a period. The device was replaced on (B)(6) 2008. No further complications are anticipated.